Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. Troubleshooting was performed. The time, date, and settings were correct. The caller did not have supplies to continue testing, and she requested having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests or download pump history due to display anomaly.